Manufacturer narrative:
"This adverse event was reported in esg test system on (B)(6) 2023 (MFR report #: 3003775186-2023-00855). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future."

Event description:
A jade balloon became stuck on the wire when it reached the distal superficial femoral artery (sfa). The jade balloon was removed but had broken into multiple pieces during removal. A non-csi balloon was used to complete the procedure without further complications. The patient was in stable condition. The balloon fractured outside of the body when they tried to remove it from the wire, but initially became stuck on the wire inside of the body. The distal portion of the balloon was thrown away. Other part of the device would be returned for analysis. The physicians said that it was a complex case and they were trying to maintain wire position. No parts of the damaged balloon were ever left in the patient. There was no part of the balloon that needed snaring or anything of that nature.